Event description:
It was reported that patient presented to clinic for follow up, the left ventricle (lv) lead stimulated patient¿s phrenic nerve. The lv lead was explanted and replaced with a new lead positioned in a different branch of the coronary sinus on (B)(6) 2025.the patient was discharged with no reports of adverse consequences.